Event description:
Information received with return of the explanted device notes that there was a "right ventricular perforation resulting in pericardial effusion." A capture anomaly, thresholds >5.0v, and high impedance were also noted.